Manufacturer narrative:
Patient identifier - no patient involvement. Age & date of birth - no patient involvement. Sex - no patient involvement. Weight - no patient involvement. Ethnicity - no patient involvement. Race - no patient involvement. Expiration date - november 2024. UDI - not applicable. Operator of device - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number - unknown. Occupation - doctor. A photo of the actual device was received for evaluation. Based on the result of the investigation, the needle assembly with uncured glue originated from our process. Based on trouble history of the supplied needle assembly lot 191109cn (bag #20), it showed frequent troubles before drying tunnel which triggers an increase in jig removal at online inspection 1 station which eventually resulted to jig shortage. It is most likely that the cart that was used to temporary store the jigs that were taken out was inadvertently loaded at cooling station where the jig with uncured glue was loaded. To prevent product mix up, we will no longer return empty jigs at cooling station which we have already implemented on june 26, 2020 on all needle assembly lines. Series of additional corrective actions are set to be conducted until july 31, 2020 that will eliminate the potential source of the problem. Our investigation, isolate the case for the supplied needle assembly hence decision to recall the product limits only at nn-2116r/191220c which was confirmed shipped to (B)(6) market. (B)(4).

Event description:
The user facility reported that the needle in blister was detached due to resin filling failure.